Manufacturer narrative:
This issue is deemed a reportable event since the malfunction [?]untight or defective pressure sensor board/assembly or untight or defective autozero valve" led to an inoperable ventilator. The root cause of the ventilator was a malfunction of the pressure sensor assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
Ventilator given self-test failed and technical event tf: 232002, 233001.